Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that, noise was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. The rv lead was capped and replaced to resolve this event. The patient was stable.